Event description:
Reporter indicated that during surgery, his handheld computer functioned properly when performing the initial system diagnostics test, but on the second system diagnostics test, the results screen displayed "unavailable" in all of the boxes. Reporter indicated that troubleshooting (soft and hard resets of the handheld computer) did not resolve the issue.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.